Event description:
It was reported that while stimulation was turned on, stimulation was intermittent. The patient was reprogrammed a couple months ago but the reprogramming only worked for a few weeks. There was no known accident or incident related to the event but intermittent stimulation seemed positional. The patient's status was good. Also, reported was that changing any parameter after conduction therapy measurement and longevity calculation caused values to reset back to "???." The healthcare provider was informed that there maybe a short and that could cause the battery to deplete early. The patient was sent for x-rays. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: patient programmer model 7434a serial # (B)(4) implanted: na explanted: na; extension model 7489 serial # (B)(4) implanted: (B)(6) 2005 explanted: unk; lead model 3487a lot # j0527128v implanted: (B)(6) 2005 explanted: unk.